Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump powered up to a hard call service 006 eeprom write failure. The reported "power¿ complaint was unable to be adequately investigated due to the call service alarm. The pump cover was removed and further moisture corrosion was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the battery compartment and battery cap. The reporter denied moisture in the pump and confirmed the battery cap can secure to the pump per the instructions for use. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.